Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio2 meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr who took over conducting the call at the patient¿s request and further information obtained by the medical surveillance specialist (mss) following a review of the call recording. The patient reported that the alleged product issue has been occurring roughly ¿once a day, sometimes more¿ since ¿last (B)(6) or (B)(6)." She reported that, following application of blood to the test strip, she has been obtaining an error message on the subject meter that prevents her from obtaining a result and that sometimes it takes her ¿three or four¿ attempts to obtain a result. The patient stated that the error message does not appear every time she attempts to test. She reported that she awoke at ¿4:30/ 5am¿ on the morning of (B)(6) 2019. The patient alleges that she woke up because she ¿knew something was wrong¿. She then attempted to test her blood glucose on the subject meter in order to ¿know what to do¿ in terms of her diabetic management routine but she was unable to obtain a result at first because of the alleged product issue. The patient reported that at this point it took her ¿four¿ attempts to obtain a blood glucose reading. The reading obtained was ¿76 mg/dl¿ which the patient alleges was ¿way too low¿ for her. The patient alleges that during this time she was ¿crashing¿ and her blood glucose was ¿dropping very fast¿. The patient stated that ¿crashing¿ causes her to ¿start shaking and get all sorts of crazy symptoms¿. She reported that she then drank ¿orange juice¿ and ate ¿protein¿ in order to treat her symptoms and that she now feels ¿fine¿. The patient manages her diabetes with ¿insulin, 70/30¿. During troubleshooting, the senior csr advised the patient to take a note of the exact error message next time it appears and to call back straight away so appropriate troubleshooting can be carried out. The patient agreed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while not being able to test her blood glucose due to an unknown error message appearing on the subject meter.